Manufacturer narrative:
Results: evaluation of the returned alarm found the nurse call light does not come on at the nurse call station fixture. The nurse call receptacle is cracked and the nurse call cable does not stay securely attached in the nurse call receptacle. The alarm sounds as it should when weight is off the sensor pad. The green over mold is dented and bulging on the front of the alarm case. A battery spring is bent. Led lens is pushed into the alarm case. (B)(4).

Event description:
Customer reported that the alarm is broken but was unable to provide any further information. Customer could not provide a specific date when this was found. No patient incident or injury was reported.